Event description:
Our (B)(4) office received a report from a distributor that a female patient experienced a sore, red eye, with ocular burning (left eye) after applying a tesco monthly contact lens which had soaked in oxysept 1 step disinfecting solution. In follow-up with the patient, she reported she sought treatment at a local emergency room, and claimed she was diagnosed with 'acid in the eye.' Medical records from the treating hospital indicated the patient 'instilled' the solution into her left eye, and experienced itching and ocular redness immediately. Her left eye ph was checked and was found to be within the normal range. Her left eye was irrigated, and the patient was discharged with chloramphenicol eye ointment. The causality was assessed as 'possible,' and medical records document that her symptoms resolved without sequelae. However the patient subsequently reported she experienced an 'infection,' with tearing, conjunctivitis, and decreased visual acuity, and stated that she will need an operation. Further follow-up with the patient indicated that this was first-time use of oxysept 1 step, the neutralizing tablet was not used, only solution, and that she previously used an h2o2 system containing a disk neutralizer. A week later the patient reported that no neutralizing tablets were provided in the unit of oxysept 1 step.

Manufacturer narrative:
The manufacturer of the reported device (lot zh03963) performed chemistry evaluations of the actual product used by the consumer; all results were within product specifications. The batch records for lot zh03963 were previously reviewed; including all production processes: compounding, filling, and packaging processes; no deviations (no related anomalies) were noted and all processes were compliant. Chemistry evaluation and visual analysis of a retained unit from lot zh03963 are pending. All pertinent information available to amo has been submitted.